Manufacturer narrative:
Device return: three used 12551 sets and one pkgd 12551 set; used 10ml bd prefilled saline syringe; one used and one pkgd medrad ext set. Visual evaluations (pre and post decontamination) recorded various component damages/separation with two of the used 12551 sets. There were no visual abnormalities noted with the remaining devices. Engineering testing and analysis of the one used (undamaged) 12551 set and the one unused 12551 sets to the applicable product specifications recorded no performance issues, leakages and/or non-conformances. Dimensional assessments (iso male luer tapers and ID) of the returned mating devices luers recorded no dimensional incompatibilities. Findings: two of the used 12551 device sets were received with damaged/compromised components. One used and one unused 12551 sets were tested and met the performance specifications. The 12551 7" microclave extension tubing components are designed, manufactured for flow rate/gravity applications. The 12551 set/components are not labeled/intended for CT high pressure applications. The root cause of the reported event(s)/product issues are attributable to incorrect usage.

Event description:
Complaint received reporting tubing damage/blood leakage with use of 12551 7" microclave ext. Sets. The initial information reports "during CT with infusion set at 2ml/sec, several (5) sets broke down and leaked, cracked, etc.". The incidents occurred during the week of 10/23-10/31. The devices were removed and replaced. Facility provided the MFR with a digital photograph of one of the 12551 sets. Preliminary visual analysis of the digital photograph shows a section of tubing with extensive damage/tears. This condition would result in leakage. The 12551 7" microclave extension tubing components are designed, manufactured for flow rate/gravity applications. The 12551 set/components are not labeled/intended for CT high pressure applications.